Event description:
It was reported that after the catheter was passed through the oversleeve, the catheter was attempted to be inserted into the stem of the catheter connector, the connection was loose. The oversleeve and the catheter connector were connected with a click, but the connection was loose. There was no reported patient injury. It was reported this occurred with three devices. This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.